Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was observed at an unspecified location of five (5) exactamix syringe inlets. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in november, 2023. H11: five (5) devices were received for evaluation. Visual inspection was performed on all samples and a fiber foreign substance was found on the white connector of one device and fiber foreign substance was found on the blue connector of the other four (4) samples. The reported condition was verified. The cause of the condition could not be determined; however, the issue was likely due to contamination inherent in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.